Event description:
It was reported that during a procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.